Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that four months after the dental implant was installed in intraoral region #27 it was verified its non- osseointegration . Forty ncm of primary stability was achieved and immediate load was performed. Patient presented bone type ii.